Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a leakage and under delivered the medication. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.